Manufacturer narrative:
Siemens healthcare diagnostics has determined the immulite 2000 xpi liquid waste flex tube that connects to the liquid waste bottle can break during the routine maintenance. Starting on 15-may-2020, an urgent medical device correction (umdc) imi20-01.a.us was sent to us customers, and an urgent field safety notice (ufsn) imi20-01.a.ous sent to outside the us (ous) customers in may of 2020. The umdc and ufsn explain the reason for the correction and provides actions to be taken by the customer. To date, there are no allegations of injury due to a faulty flexible tubing causing a liquid leak.

Event description:
Siemens observed the immulite 2000 xpi liquid waste flex tube break during routine maintenance. The immulite® 2000 and immulite® 2000 xpi immunoassay systems operator's guide 10793630 (rev. 02, 2019-03) provides operating instructions and cautions when unplugging the flex tube to empty the container. There are no known reports of patient intervention or adverse health consequences due to this behavior.